Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread and needle broke. It was reported that three events occurred. This report captures the third of the three events. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * name of initial surgery? * what instruments were used to grasp the needle? * where was the needle grasped during use? * what was the size of the needle used? * what tissue was being sutured when the event (needle breakage) occurred? * does the needle tip retain in the patient's tissue? * were x-rays performed to localize the needle tip? * if retained, were there any patient consequences? Please specify. * was there any change in the patient¿s post-operative care due to the prolonged procedure? * was the needle piece removed or is it planned to be removed? If yes, please provide details. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05194 2210968-2024-05195.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.